Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it being unable to maintain set peep (positive end expiratory pressure), delivering low vte (exhaled tidal volume) and providing an erratic breath rate were all confirmed. Ventec replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the efm.

Event description:
An authorized service provider (asp) reported to ventec that the device was unable to maintain set peep (positive end expiratory pressure). It was also observed that the device was delivering low vte (exhaled tidal volume) and had an erratic breath rate. There were no reports of patient use associated with the reported issues.